Manufacturer narrative:
This report is submitted on june 22, 2023.

Event description:
Per the clinic, open circuits were noted on 8 electrodes. The device was explanted (B)(6) 2023. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on (B)(6), 2023.